Manufacturer narrative:
Journal title: bare stents for iliac chronic total occlusions (¿¿telis¿¿): a prospective cohort study with a midterm follow-up doi: 10.1016/j.avsg.2020.05.046. Average age. Majority gender. Date of acceptance of article. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study to assess primary bare stenting for iliac chronic total occlusions (ctos) with midterm follow-up. 46 patients with 49 iliac ctos treated were included in the study. Medtronic¿s assurant cobalt and everflex stents were implanted. The technical success rate was 98%. One technical failure occurred because of impossible cia occlusion¿s crossing both by crossover and brachial access. No surgical conversion was observed. Four extended dissections of downward segment to the lesion were observed (2 eia and 2 cia) and successfully treated by adjunctive stenting. Two closure devices (non-medtronic) failures and 3 minor hematomas were observed. One complication not related to the procedure occurred (hyperkalemia with arrhythmia). 6 non-procedural related deaths were reported in the population at 2 years. Other outcomes at 2 years include three major cardiovascular events were reported, 2 strokes and 1 myocardial ischemia. No major amputation was noted. Three thrombosis were observed (1 at 1 month and 2 at 2 years). Tlr was performed by open surgery with iliofemoral thrombectomy and cross-femoral bypass for 2 patients. One patient had a redo surgery for stent migration which was treated endovascularly by cia kissing-stent procedure. Three stent fractures w ere noted, one type 1 located at the cia level and two type 2 at the eia level. None of those fractures led to symptoms, restenosis, thrombosis, or reintervention. There is no established or suspected causal relationship between the device(s) and the death events.